Event description:
It was reported that the patient was experiencing ineffective therapy from their drg system. As a result the drg system was explanted.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.